Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified a particle inside of the winged female connector. The evaluation confirmed the reported problem. Three possible root causes were identified: machinery reel-loading station, storage of bobbins in cardboard gaylords, and the blister pack material. In order to address these condition, various improvements on manufacturing machines were made: the real loading station of the machinery was modified, the storage method of the bobbins has been changed to enclosed trolleys, and the blister pack material was changed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two small white particles were observed in the additive ports of an eva bag. The process step at which this occurred is unknown. There was no patient involvement. No additional information is available.